Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, h6.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported "rupture". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to reported partial onset(b3) date: "(B)(6) 2026".